Manufacturer narrative:
Device evaluation of battery (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery cells were mismatched and unable to charge. The root cause for the mismatched cells could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that the battery was unable to power up a monitor.